Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient had numerous low flow alarms with accompanying symptoms of lightheadedness and a "thumping" sensation in his chest. A review of the log file revealed several low flow events. These occurred at times when pulsatility index (pi) was elevated. In addition, the log showed multiple pi events occurring throughout the log. A computed tomography angiography (cta) was performed which showed asymmetric hypoattenuation along the proximal-most aspect of the outflow cannula concerning for layering thrombus.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected thrombus could not be confirmed as no product was returned for evaluation and thrombus could not be confirmed through the submitted images. The reported low flows were confirmed through evaluation of the submitted log files. A direct correlation between heartmate 3 lvas, serial number: (B)(6), and the reported event could not be conclusively established. The submitted controller event log file captured 13 low flow hazard alarms along with intermittent low flow events throughout the course of the log file. No other atypical events or alarms were captured. The system appeared to operate as intended at the set speed for the duration of the file. Additional information communicated on 08mar2022 stated that there were no changes to the anticoagulation status that could have contributed. The goal was to maintain an international normalized ratio (inr) of 2-3, which the patient was in most of the time. The inr goal was changed to maintain an inr of above 2.5. The thrombus was not resolved, and the plan was to continue to observe the patient. A cta image was submitted showing the pump. Due to the artifact, it could not conclusively be determined if a thrombus was present in the outflow cannula. The patient remained ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number: (B)(6), until they experience further low flow alarms on (B)(6) 2022. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 10nov2020. The heartmate 3 lvas instructions for use (IFU) (rev. C) and the heartmate 3 lvas patient handbook (rev. D) are currently available. Section 1 of the IFU, ¿introduction¿, lists device thrombosis as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿, also lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Additionally, section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Furthermore, section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address all system alarm conditions, including the low flow alarm, as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.